Event description:
Prior to a coronary drug eluting stenting treatment procedure, the shaft broke. In 2005, during device preparation, the shaft of the taxus express2 3.0x 32 drug eluting stent catheter snapped approx 4 inches distal to the hub. The procedure was completed using another of the same device. There were no reported patient complications.